Event description:
Philips respironics rolled out a new app that crashed the first week. For every day since then there have been serious problems trying to get the data to transfer to the app. The only way I can tell if the CPAP device is working is data through that app and I cannot access that data on the app or the website associated with it. I'm supposed to be able to view it in the app but the modem is supposed to call and send it in also neither are nor have worked since the update. This device is required to keep my cdl. I cannot get a live person to talk to about the problem. The phone goes to a recording that tells you to do the same thing the app and website tell you that don't work. I did send an angry email (3) deferent ones with more cussing and reference to dei hires the more I got ignored. I did get a letter back with the same ways to fix that don't work and told not to cuss or mention dei. Guess that is more important than the health of the customer.